Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
During an field service activity, it was identified that the fenestrated bipolar forceps had a burnt mark on wire. There was no report of patient involvement or patient injury.